Event description:
The patient called lifescan and alleged the one touch fastake meter was displaying error 2. The medical affairs specialist unsuccessfully attempted to contact the patient. It is unknown when the symptoms of feeling lightheaded, dizzy, and feet hurting began. A medical professional was contacted. It is stated the treatment (though very unlikely) was "glucose" for a reading on an unknown meter of 386 mg/dl. There is no indication of the time difference between attempting to test and the visit to the doctor. The meter and test strips were replaced with return expected. Letter sent.